Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. Post procedure, after the clinical account specialist had left, the physician let the clinical account specialist know that the patient had some blood in et tube. The clinical account specialist stated that anesthesia did a bedside bronch (bronchoscopy) and there was bleeding in the right lung. The clinical account specialist stated pulmonary was consulted urgently, by the time pulmonary did a repeat bronchoscopy the bleeding had stopped and the patient was extubated. The patient is ok, extubated and being monitored in the pacu. Caller did not have any further details or information. The following (B)(6) products were used; a qdot catheter (mapping only, no rf ablation), octaray catheter, two deca polar catheters and a soundstar. A medtronic achieve catheter was used. Caller stated that she is unsure if the qdot catheter is available for return. Medtronic cryo was in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).